Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.

Event description:
An adverse event involving a quickie iris wheelchair was reported to sunrise medical on (B)(6) 2015 via our (B)(4) branch. It is reported that while using a pt lifter, two caregivers were transferring the end-user from her bed into her partially tilted wheelchair. Once seated in her wheelchair, one of the caregivers attempted to release the tilt levers to bring the seat to an upright position. In doing so, the wheelchair fell forward and the end-user sustained a fracture on her left knee from the fall.